Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 24 hour chemo infusion which was expected to finish at 11 pm took 4 hours longer than expected. The pharmacist stated: "cytarabine 234 mg chemo infusion was hung on (B)(6) 2016 at 21:50. The total volume of the bag was 1050 ml (concentration 0.223 mg/ml), and it infused over 24 hours at a rate of 43.8 ml/hr via a primary line. The nurse the following night ((B)(6) 2016) stopped the cytarabine infusion at 22:00 since the pump notified her the infusion was completed. When she took the bag down, she noted ~200 ml remaining in the bag. There was no record on the emar of any pause in the 24 hour infusion." There was no report of any patient harm, however, the patient stayed an additional 3 hours to complete the infusion.